Manufacturer narrative:
Initial.

Event description:
It was reported that after applying a new dexcom g7 continuous glucose monitor (cgm) sensor, the user received repeated prompts to connect the cgm or enter a blood glucose value; troubleshooting included toggling settings and reentering the pairing code, with guidance to wait for pairing, consistent with an intermittent communication failure potentially involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected devices consistent with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.